Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with two 475cc mentor memoryshape breast implants, suffered right breast capsular contracture; baker grade iii, post-procedure. It was reported that the complication has been going on since 2018 and the patient has been massaging the firm area, but it has gotten tender and painful. Baker iii was diagnosed during an in person examination on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.